Manufacturer narrative:
Reporter is a synthes employee. Part: 03.010.051, lot: 1922254, manufacturing site: (B)(4). Release to warehouse date: 28 aug 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the aiming arm for retro spiral blade lckng (p/n: 03.010.051, lot number: 1922254) was received at us customer quality (cq). Visual inspection of the complaint device showed no damage or issues with the device. A full functional assessment was unable to be performed on the complaint device due to not receiving all the mating devices. The mating devices that were returned were able to be assembled without any issues, but no alignment issues could be checked due to missing mating devices. The complaint was not able to be replicated. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as the complaint device had no damage or issues and a complete functional test could not be performed. The partial functional test had no issues. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 while drilling for the distal screw of a retrograde/antegrade femoral nail, through the spiral blade attachment, the drill bit and screw both skived posteriorly missing the nail all together. The screw was aborted and the spiral blade was completed without incident. It is unknown if there was surgical delay reported. This report is for one (1) aiming arm for retrograde spiral blade locking. This is report 5 of 10 for (B)(4).